Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid of right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured at the mid part of the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.